Event description:
It was reported that an omniwire was used in a coronary procedure in a moderately calcified distal lad. During removal, the omniwire separated due to heavy calcium and tortuosity. Multiple attempts using another wire and balloon for removal were unsuccessful; therefore, the separated portion was left in body without stenting. The procedure was completed and patient is doing ok. This adverse event and product problem is being submitted due to the omniwire separation; retained in patient.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Block d4: serial number not available from the facility. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is portugal. Block h3: the omniwire was discarded, thus no product investigation was performed. Block h6: based on the complaint details, the omniwire separated due to patient condition (heavy calcium and tortuosity). Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.